Manufacturer narrative:
Additional information: d9 - date returned to MFR - 16feb2026. Investigation summary received one (1) used 142730490 plum 150 ml burette set for evaluation. As received the secondary port clave was separated and broken off from the port on the lid of the burette. Stress marks and a rigid break were observed on the clave and on the port. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. The complaint of broken clave can be confirmed. The probable cause is due to an unintentional bending force during use.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was reported that the clave additive port disconnected. No drug was involved in the event. The event occurred during infusion. There was patient involvement, but no harm reported.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. Additional reporter: (B)(6).